Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer's field service engineer (fse) replaced the speaker assembly, housing and fan filter housing to correct the issues. Failure analysis on the returned speakers 1 & 2 shows that the speaker assembly# 1 and speaker# 2 assembly were tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During servicing the field service engineer (fse) noted that the speaker is reading out of specifications and the cover and fan filter housing is cracked.